Event description:
Pico was applied well on (B)(6)2014. On 25/11/2014 the dressing was changed and it worked correctly. On 26/11/2014 the pump triggered a leak alarm and there was exudate in the tubing up to the entry of the pump. At this point the pico stopped working properly and failed to maintain a vacuum, i.e. The dressing was not always tight on the wound site.